Event description:
Hard to explain on paper. Bleeding from rectum dark orange blood. Unable to go to bathroom. Bowel movements, I had rectal surgery in 2015 they installed 2 mesh. (B)(6) 2015 I went into surgery for rectal prolapse, they implanted mesh 30x30 in two places. I am real bad at explaining things. The dr who implanted the mesh won't look into doing any testing to see if the mesh is causing all these problems I've been experiencing. She (the dr) says nothing is wrong with the mesh. Date the person first started taking or using the product: (B)(6) 2015.